Event description:
It was reported that the patient presented with an infection with vegetations on the leads of the device. The device was explanted. It was also noted that the patient was participating in the (B)(4) clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.